Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was kinked. The guidewire was broken. The guidewire was unraveled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.